Event description:
A 2.5 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent was deployed into a pt. During procedure, another endeavor rx was also deployed (MFR report # 2953200-2010-00211); however, it was reported that approx 4 months post implant, the pt died. Comment from the physician confirmed that the pt's death is not related to the relevant stent as the pt presented several co-morbidities including dialysis and amputation of both legs.

Manufacturer narrative:
(B) (4). Eval results: several co-morbidities, death.